Event description:
The customer reported that prior to use for a sigmoid colectomy, the device jaws could not be re-opened and the device blade was exposed beyond the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.